Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio2: 1.0; lab: 2.6. Date: (B)(6) 2013; inratio2: 1.3; lab: 3.33. Less than 1 hr between comparison tests. Therapeutic range unk.

Manufacturer narrative:
Investigation pending.